Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing of laparoscopic partial gastrectomy, they connected the reload to handle. The surgeon approached to the cut end of the stomach, and pushed the green button and confirmed the buttons flashed green. They opened jaws and released the firing mode, then re-clamped the tissue, however could not fire the device. They replaced a new reload and the firing was successful. The sales rep checked the reload in question, and noted the staples slightly appeared from the staple pockets of the proximal end. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. If information is provided in the future, a supplemental report will be issued.